Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a plate fusion of the 3rd metatarsal the surgeon inserted compression k-wire reduction wire into the patients 3rd metatarsal using compression forceps, while using the compression wires to reduce the bone fragments the end of the wire that was in the bone snapped in the patient. The surgeon removed the broken wire with a screw removal set. No wire was left in the patient and only a slight delay to the procedure was reported additional compression k wires were available. The hospital disposed of the broken wire as waste the item will not be returned this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.